Event description:
Sorin group (B)(4) received a report that the s5 roller pump stuttered and then stopped during a procedure. The clinician was able to immediately restart the pump and the case was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This wedmatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to investigate. While at the facility, the service rep was unable to reproduce the reported issue despite extensive testing but it was noted that the incorrect tubing inserts were being used. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.